Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have not been able to duplicate the alleged malfunction. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).